Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device locked up when the charge button was pressed during opcheck test. No patient involvement was reported.